Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the 511sd experienced a torn seal. This was a mod22 trocar. The leak was not too bad and the dr continued the procedure. There was no consequence to the pt.